Manufacturer narrative:
(B)(4). Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for ending therapy. A review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.

Event description:
It was reported that during troubleshooting for the unrelated alarm the care giver (cg) had solution come out from the transfer set when trying to disconnect the home patient (hp) from the homechoice (hc). The technical service representative (tsr) explained to the cg that the transfer set should have been closed. The tsr assisted the cg with ending the therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.